Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted. The undamaged stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 75% stenosed 3.00mmx38mm, concenctric, de novo target lesion containing 45 degres bend was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was broken. The procedure was completed wih another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 75% stenosed 3.00mmx38mm, concenctric, de novo target lesion containing <=45 degres bend was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was broken. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.